Event description:
A trilogy evo loaner ventilator was returned to a third-party service center for service. No patient involvement was reported, and no harm or injury occurred. During evaluation at the third-party service center, a ventilator inoperative error was identified in the device event log. The error indicated that the amount of fluctuation in the flow sensor deviated from the established standard. Documentation was not available to identify the components required to address the issue. No repair was performed. The device was subsequently crushed and disposed of. Therefore, no further evaluation or testing could be conducted.

Manufacturer narrative:
The reported failure of vent-inoperative due to a machine flow sensor has high drift error code is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.